Event description:
The consumer contact reported sparks. Prior to pt use, the nurse plugged the ac power cord into the ac outlet and noted sparks coming from the female end of the power cord. The nurse immediately unplugged the device. The device was removed from clinical service. There were no adverse effects to the nurse. No medical interventions were required. During testing at the user facility, it was noted that ac power cord was "blackened and it looked like it was torn away from the back of the device." Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel; (B) (4).